Event description:
On 11/29/95, a lady looked to check the pressure gauge of the office's cc4000. After viewing the gauges indicator at approx 3/4 of the way into the green sterilzation zone, (roughly 30psi), the door blew open. The door flew off the unit and hit her on both thighs, causing a knot on one and a bruise on the other. The latch posts flew across the room approx 14 feet. The faceplate appeared to peel away from the front panel of the unit. One latch post screw was broken at the head, the other was broken half way down the threads. A technician, replaced the metering valve recently, at that time he told the dr that the latch post screws were rusted and needed to be replaced. The parts were ordered but not installed.

Manufacturer narrative:
Subject device was returned to the MFR on, 2/18/97. Eval: the unit is at least twenty yrs old. The cc4000 was last mfg in, 1976. The top latch post bolt is corroded on the shear surface. It appears to have been broken for some time. The lower latch post bolt is sheared away clean, indicating a fairly recent break. The threads from the seal screw holes on the door collar are stripped. The front panel of the unit is severly buckled. The ph level of the fluid in the metering valve tested ok. The door gasket is very worn. When the door assembly was reattached, the unit operated to factory specs, with a slight leak from the metering valve. Complaint validation: the customer's complaint appears to be valid, in that the door latch mechanism is designed to keep the door from swinging open if the latch disengages under pressure. However, if both latch posts break free, the bridge assembly can swing open. The swinging action of the bridge could potentially throw the latch posts. The combined force of the chamber pressure being released all at once around the door opening, and the sudden stop of the door closure from swinging open, appears to be the cause of the front panel buckling. This also could have caused the door and seal screws to be ripped from the door collar. During initial conversation, dr mentioned that his svc technician, told him that the chamber bolts on the unit were corroded. The exact age of the unit could not be determined. The model cc4000 was last mfg in, 1976, which would make the unit at least twenty yrs old. According to our records and the lack of any repair tags on the unit, it has never been factory repaired.